Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they contacted their healthcare provider (hcp) about a year ago about removing the stimulator as it had stopped working. The patient reported that the hcp advised it could be difficult to remove the leads. The patient had not seen the hcp in over 10 years. The patient noted that not being able to have an MRI had been a big problem and the reason he wanted it removed. No further complications were reported. Additional information was received from the patient. The patient reported that the device hadn¿t worked in several years. The patient reported that the device was installed in the mid-2000s and was helpful for 5-10 years then it wasn¿t needed. The patient reported that they assumed the circumstances that led to the device not working was lack of use as the lower back pain decreased. The patient reported that the transmitter battery was replaced. The patient reported that the issue wasn¿t resolved as it was no longer needed and preventing him from having mris. No further complications were reported. Additional information was received from a consumer. It was reported that the patient was only using the device when their back pain was severe, which at times was several months apart. The patient believed a lack of use was what led to the device not working, and they experienced trouble with the device turning off before it stopped working. No steps were taken to resolve the device not working and the issue had not been resolved. No further complications were reported/anticipated.